Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: 04-nov-2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.